Manufacturer narrative:
One device was received for evaluation. The service history review identified no indication that the complaint was related to a service of the device within the view period. The device was turned on during investigation and error codes 1210, 1260 and 1261 occurred. The probable cause was a defective mainboard. No action was taken to repair the device.

Event description:
The customer returned the product for no ll0 displayed, during physical inspection it was found error codes 1210,1260 and 1261. There was no patient involvement, and no patient harm reported.